Event description:
Information received by medtronic indicated that inpen had leadscrew anomaly. Customer reported that screw was not moving as intended. Customer reported that no insulin was dispensed when the button was pushed. Screw was moving after being pushed. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue the use of device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section b5 with this report. Customer report: no insulin is dispensed when button is pushed. Per visual inspection: front shell does not fit securely to inpen. Front shell pocket clip broken off, and cartridge holder has scratches. Inpen reached end of life. Received inpen 1/4 of travel. Re-wound pen. Unable to dial more than 2 units. Inpen was cut open and after inspection it was found that the encoder pattern wheel tabs rotating and traveling off the keyed slots of dose nut guides. Encoder pattern wheel should never rotate. This causes an unexpected travel of the encoder pattern wheel creating resistance to dial and dispensing. Also, plastic shavings contamination builds up found caused by encoder wheel tabs rubbing at the walls of the dose nut. Abrasions only at the top section of the dose nut. Unable to perform functional test due to difficult to dial/dose. Installed front shell to testing inpen and front shell did not stay attached. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion: it was determined from destructive analysis that the difficult to dial/dose was caused by a pattern wheel misalignment due to an encoder base bond failure. This can affect insulin delivery. Therefore, the customer complaint of dose dial being difficult to dial/dose was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Occupation has been updated and provided with this report in section e3. Health effect clinical code has been updated and provided with this report in section h6.

Event description:
The device was returned for the analysis.